Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-03569. It was reported the patient is unable to increase amplitude on her programs. Additionally, high impedance values were observed on multiple contacts. Reprogramming was attempted to no avail. As a result, x-rays will be ordered and surgical intervention may be undertaken as the next course of action to further address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-03569. Follow-up identified surgical intervention was undertaken during which time the entire scs system was explanted and replaced with a new system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-03569. Follow-up identified the issue is resolved.